Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular connector was damaged. Analysis also found the battery contacts were contaminated.

Event description:
It was reported the ventricular socket was broken; the lead would not clip in. It was also reported the icon of broken n-vision comes on screen at switch on. The external pulse generator was returned for service. There was no patient involvement.